Manufacturer narrative:
Service rep investigated system. Completed repairs. Add'l info not available. System returned to service.

Event description:
Customer reported a communication error. No pt injury reported. System recovers after reboot. Issue reported to gehc april 10, 2007.